Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, vomiting, thyroid disorder, hernia repair, uterine dilation and curettage, jaw operation and endocervicitis. Concurrent conditions included lower abdominal pain, nausea, corpus luteum cyst, back pain, dysphonia, depression, headache, dyspareunia and adenomyosis. Concomitant products included celecoxib (celexa) and chloramphenicol (antibiotic). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), pain ("pain-other/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia and pain had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, metrorrhagia, pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2013. Essure confirmation test(s) conducted, specify: unknown. Patient received treatment for pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: not provided.. Pregnancy test - on (B)(6) 2013: pregnancy test is negative.. Ultrasound abdomen - on (B)(6) 2013: having pain in lower abdominal/cramping-u/s of gallbladder normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia. Concomitant drugs, concomitant conditions, reporters and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion') and metrorrhagia ('metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included diarrhea, vomiting, thyroid disorder, hernia repair, uterine dilation and curettage, jaw operation, endocervicitis, multigravida and multiparous (date of birth: (B)(6) 2012, (B)(6) 2011, (B)(6) 2009, (B)(6) 2007). Concurrent conditions included lower abdominal pain, nausea, corpus luteum cyst, back pain, dysphonia, depression, headache, dyspareunia and adenomyosis. Concomitant products included celecoxib (celexa) and chloramphenicol (antibiotic). In 2012, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia heavy menstrual bleeding"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2013, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). In 2015, the patient experienced urinary tract infection ("uti"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pain ("pain-other/pain"), pelvic pain ("pelvic pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), back pain ("back pain") and muscle spasms ("muscle spasm") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), salpingectomy (bilateral), and total hysterectomy(uterus and cervix removed), salpingectomy (bilateral),d and c). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, urinary tract infection, allergy to metals and muscle spasms outcome was unknown and the metrorrhagia, pain, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, weight increased, fatigue, headache, alopecia, migraine, tooth disorder, nausea and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2012, (B)(6) 2013. Essure confirmation test(s) conducted, specify: unknown. Patient received treatment for pain, metrorrhagia. Discrepancy noted in date of removal- (B)(6) 2017, (B)(6) 2019. Patient received treatment for events ¿abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems, migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, uti, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: pregnancy test is negative.. Ultrasound abdomen - on (B)(6) 2013: having pain in lower abdominal/cramping-u/s of gallbladder normal.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) - new events breakage/ expulsion: expulsion, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),allergy, weight gain, fatigue, dental problems, migraine, headaches, nausea,hair loss, psych injury / psychological or psychiatric problems condition: depression, uti,nickel allergy, back pain, muscle spasm were added. New reporters, race, height, medical history, all source documents and reference section were transferred to this case. Legacy device report num-2951250-2019-08295. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion') and metrorrhagia ('metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included diarrhea, vomiting, thyroid disorder, hernia repair, uterine dilation and curettage, jaw operation, endocervicitis, multigravida and multiparous (date of birth: (B)(6) 2012, (B)(6) 2011, (B)(6) 2009, (B)(6) 2007.). Concurrent conditions included lower abdominal pain, nausea, corpus luteum cyst, back pain, dysphonia, depression, headache, dyspareunia and adenomyosis. Concomitant products included celecoxib (celexa) and chloramphenicol (antibiotic). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). In 2015, the patient experienced urinary tract infection ("uti"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pain ("pain-other/pain"), pelvic pain ("pelvic pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), back pain ("back pain") and muscle spasms ("muscle spasm") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), salpingectomy (bilateral), and total hysterectomy(uterus and cervix removed), salpingectomy (bilateral),d and c). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, urinary tract infection, allergy to metals and muscle spasms outcome was unknown and the metrorrhagia, pain, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, weight increased, fatigue, headache, alopecia, migraine, tooth disorder, nausea and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2012, (B)(6) 2013. Essure confirmation test(s) conducted, specify: unknown. Patient received treatment for pain, metrorrhagia. Discrepancy noted in date of removal- (B)(6) 2017, (B)(6) 2019. Patient received treatment for events ¿abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems., migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, uti, pelvic pain . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: pregnancy test is negative.. Ultrasound abdomen - on (B)(6) 2013: having pain in lower abdominal/cramping-u/s of gallbladder normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. On 4-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and pain ("pain-other"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia and pain had resolved. The reporter considered metrorrhagia and pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2012, (B)(6) 2013. Essure confirmation test(s) conducted, specify: unknown. Patient received treatment for pain, metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: pain-other, metrorrhagia (bleeding b/w periods) were added. She underwent a full hysterectomy. Plaintiffs information added. On (B)(6) 2019: pfs received. No new clinical information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.